Event description:
The biomedical engineer reported that when threading the catheter over the guidewire, the guidewire bends and it is not possible to continue using it. A new puncture and insertion with another catheter has been necessary.